Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Returned file is actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The provided batch #1124453 corresponds to a protaper hand use assortment 25mm manufacturing and cannot be the right one. Right batch number being unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a protaper hand file separated; the separated piece was not retrieved.